Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an emergency cesarean section on (B)(6) 2011 and suture was used. During the procedure, the needle broke inside the patient. The surgeon suspects that a small piece could still be left in the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an emergency cesarean section on (B)(6) 2012 and suture was used. During the procedure, the needle broke inside the patient. Some of the pieces were removed, but the physician suspects that a small piece could still be left in the patient. The needle broke at the very tip as the physician grasped it with a needle holder at the very tip. According to physician, the piece of the tip that was left in was minuscule and the patient did not want an x-ray. The patient is recovering well from the caesarean section.